Event description:
It was reported the patient's blood glucose level (bg) rose to 30 mmol/l (540 mg/dl) while wearing the pod between 4 and 24 hours on the back. Upon inspection it was noticed that the cannula was out of the skin and there was insulin leaking noted at the site. Details regarding treatment were not provided and the pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.